Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/17/2013 with the following findings: a review of the pump¿s history showed two unexplained reboots. No damage was found to the battery compartment. The returned battery cap was found to be within specifications and fit securely to the pump. During testing, the pump was exercised for 24 hours without any alarms or power loss. The pump cover was removed and no damage was found to the internal components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The patient reported the pump has been self rebooting, last night being the last time. The patient states the cap and pump have no damage and are secure. The patient used the pump in water with no water noted in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.